Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began approximately 1 month ago (exact date/time is not known). On (B)(6) 2013 at approximately 10am, the patient stated that during a doctor¿s appointment, she compared her meter reading to that of her doctor¿s meter and claimed the subject meter was reading higher. The patient could not recall the blood glucose values obtained on either device. It is not known what range the patient considers to be normal. The patient manages her diabetes with insulin (unknown type/dose) through pump therapy and continued with her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms of high or low blood glucose as a result of the alleged issue and reported that her doctor increased her basal insulin rate to approximately 6%. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, and the medical treatment received by the hcp was consistent with the patient claimed of high blood glucose readings. However, this complaint is being reported because the alleged product issue remained unresolved. The patient could not recall the results obtained on either device.

Manufacturer narrative:
Follow-up # 1 ¿ (10/17/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.